Event description:
Contact reported that a patient had surgery in 2002. Approximately 6 months later, the patient returned with pain at the tibia. Dedicated examination revealed that the mitek rigidfix tibial pins were the cause of the pain. In 2003, the revision surgery took place. The proximal pin, was not completely in the bone, and was tapped in further. The distal pin had broken and the part which broke off was removed. As surgical intervention occurred an MDR is being filed to document this event.